Event description:
It was reported by the distributor that while unpacking bulk non-sterile product, it was discovered that they did not receive the correct product that they had ordered. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the analysis results confirmed that one hundred twenty eight lt102 cartridges were received not sterile and in good visual condition. Event described could not be confirmed as the cartridges were received not sterile and without their original packaging. No conclusion could be reached as to how the event occurred. As a lot or batch number was not received, a device history review could not be performed.